Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID 3708660 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6)product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep)stating that the patient's ins was explanted on (B)(6) 2018 due to infection. And on (B)(6) 2018 , the patient had anew extension and ins implanted along with tyrx envelope.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot (B)(4), ubd: 07-mar-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that just below the extension/lead connection, the patient's scalp was open and oozing fluid. The doctor disconnected the lead from the extension and removed majority of the extension. In an attempt to salvage the lead, it was connected to the lead cap and protected with a boot. The ins remained implanted and is connected to the remaining portion of the extension. No environmental/patient factors that may have led/contributed to the issue were reported. The issue was not resolved at the time of the report. It was noted that patient will have new extension to connect to the existing lead and ins after infection clears. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3387s-40, lot# va1njhn, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. It's adverse event only as the extension was completely explanted. No product issue. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that on (B)(6) 2018, the patient's complete system was explanted due to infection at lead/extension connection.